Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer giving a warning message. The transducer was returned, and an investigation was performed. Engineers were able to reproduce an acquisition 31 error. The cause of the issue was determined to be a gastro flex thermistor reliability issue; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since july 2017. The transducer returned from the customer site was manufactured prior to the corrective action. The transducer was replaced on site by service. (B)(4)

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent a transesophageal echocardiography (tee) exam during cardiac surgery. During the surgery, the transducer intermittently generated a usacquisitionhw_31 error. The physician continued to use the transducer by disconnecting and reconnecting it until the surgery was completed. The ultrasound system was not rebooted. The delay was the time it took for the physician to disconnect and reconnect the transducer. There was no loss of data and there was no patient adverse event that resulted from the reported incident. No additional information was provided.